Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 518 at 8:32am, 362 at 8:34am, 170 at 8:3am, and 155 at 8:45am. All mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.